Manufacturer narrative:
The investigation into this issue indicated the laboratory had downgraded its (B)(6) software to a version that requires manual verification of data exported to a lims. The laboratory failed to execute its required manual verification of exported data. The customer subsequently performed a manual check of the (B)(6) data file for the affected pt samples and confirmed the results were accurately reported by (B)(6) and that these values differed after xml exportation to its lims. The customer also started that a review of historical data was performed and no other incidents of this error were identified. Should additional information become available, a supplemental report will be filed.

Event description:
This (B)(6) laboratory customer reported results of pt samples (analyte benzodiazepines concentration assay) indicating a higher analyte concentration than the results calculated by waters' mass spectrometry software, targetlynx. The reported results were exported from (B)(6) to the customer's laboratory information management system (lims). Consequently, incorrect results (false positives) for fourteen (14) pts were reported by this laboratory to its customers. The laboratory subsequently identified the discrepancy and reported the correct results to its customers within twenty-four (24) hours. Repeated attempts by waters to gather information related to any pt impact from incorrect results being reported have been unsuccessful.